Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: unknown. Occupation - unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during preparation they recognized that angio-seal device anchor was already released. A new angio-seal device was used. Additional information was received june 13, 2019: the second angio-seal device was used to achieve hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. Results based on the returned sample; 213 is based upon the measurements of the returned sample. Conclusion - 4310 is based on the returned sample; 67 is based upon the measurements of the returned sample. One 8fr angio-seal sts plus device was received for product evaluation. The carrier tube assembly was returned along with a partially opened aluminum foil pouch. The header bag, hemostasis sheath, arteriotomy locator and guidewire were returned as well. Visual inspection revealed that there were no anomalies found on the accessory components of the device. A partially opened polyfoil-pouch was attempted to be completely opened and the carrier tube assembly was carefully removed from it. The bypass tube was completely detached from the main body of the carrier tube and the anchor and swollen collagen were exposed as can be seen in the attached pictures. No other visual anomalies were noted with the device. No functional testing was performed; the bypass tube could not be reinserted over the carrier tube assembly because collagen had expanded as it was likely exposed to moisture. The inner diameter of the bypass tube at the distal end was measured and found to be 0.109" which was within the manufacturer specification. All measurements were within the manufacturer specifications. The IFU states the following: "under strict sterile conditions and using a sterile field, remove the angio-seal device contents from the foil package, taking care to pull foil apart completely before removing the angio-seal device." Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the pulling of carrier tube from the pouch without completely opening it may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.